Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Przybylowski cj, zhao x, baranoski jf, et al. Preoperative embolization versus no embolization for who grade I intracranial meningioma: a retrospective matched cohort study. Journal of neurosurgery. March 2020:1-8. Doi:10.3171/2020.1.jns19788. Medtronic received a literature article pertaining to patients who underwent resection of a who grade I intracranial meningioma from 2008 to 2016. 52 patients each from an embolization and nonembolization group were chosen. The mean age was 55.8 years in the embolization group and 55.3 years in the nonembolization group. In the embolization group, 38 patients were female compared to 39 in the nonembolization group. The tumors in both groups were located on the left side in 22 cases, right side in 27 cases, and midline in 3 cases. A total of 3 patients experienced a complication related to the embolization procedure. Two of these patients experienced increased intracranial pressure (icp) related to cerebral edema from postembolization tumor infarction. Both of these patients were taken emergently to the operating room for decompression and tumor resection. One patient developed a large groin hematoma (ebl of 1 l) that was not immediately seen by the medical staff because it was covered by surgical drapes. This patient was successfully managed with manual pressure and a blood transfusion. Other complications include hydrocephalus, infection, hemiparesis, facial palsy, visual deficit, swallowing weakness, and an altered mental status.. There were also postoperative complications including respiratory failure, cerebral edema, and respiratory failure.